Manufacturer narrative:
(B)(4). Used for reported missing thread. Evaluation summary: the steerable guide catheter and dilator were returned for inspection. The cap of the dilator rotating hemostatic valve (rhv) was returned detached from the dilator inside the packaging tray. Upon visual and tactile inspection, no damage was observed to the threads of the rhv on the dilator; the rhv threads were present and undamaged. In this case, it is possible that there was blood and saline on the threaded portion of the rhv such that the threads were not easily visible after removal from the anatomy; however, this cannot be confirmed. To test the functionality of the dilator rhv, an attempt was made to snap the cap onto the hemostatic valve. The cap was pressed and could be securely attached to the proximal end of the rhv of the dilator. The cap was successfully rotated in the closed and opened position without any anomalies noted. The cap did not detach from the rhv during testing and the dilator functioned as intended. Potential causes for detachment of the cap of the dilator rhv are, but not limited to, user technique/procedural conditions (excessive force during the procedure) or manufacturing anomalies (mold deficiencies or damaged threads). As part of the mitraclip manufacturing process, all dilators are subject to visual and dimensional inspection to verify product quality. Review of the lot history record confirmed this device and the accessories passed all in-process and final inspections. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no other incidents reported for this lot. With respect to user technique/procedural conditions, the cap can become detached from the rhv during handling by the user. The caps are designed as a snap fit molded component which are then untightened and tightened to open and close the valve. Because it is a snap fit between the cap and dilator, it is possible to pull the cap off with force. Returned device testing confirmed that the cap was able to be reattached to the rhv and the dilator functioned as expected. During analysis, the cap was placed on the rhv, and was able to be securely attached back onto the proximal end. The cap rotated in the closed and opened position successfully and did not become detached. The information provided in the case details stated that after the sgc was advanced in the femoral vein, as the dilator rhv was being opened to let the guide wire exit, the valve cap popped off. Air did not enter the patient and the sgc-dilator assembly was removed from the anatomy. In this case, it is possible that the user inadvertently applied some force to the cap while turning it in the open direction, resulting in the reported cap detachment; however, this cannot be confirmed. Based on the information reviewed, a definitive cause for the reported detachment of the dilator rhv cap cannot be determined. There is no indication of a product deficiency.

Event description:
This is being filed as the steerable guide catheter hemostatic valve cap fell off after the device had been advanced into the anatomy. Although there was no adverse patient effect, this event had the potential to introduce air into the anatomy. It was reported that during a mitraclip procedure, the first steerable guide catheter (sgc 40811u1/(B)(4)) was prepped for use as per the instructions for use. After the sgc was advanced in the femoral vein, as the dilator hemostatic valve was being opened to let the guide wire exit, the valve cap popped off. Air did not enter the patient. The sgc was removed from the anatomy. Upon examination of the device, it was thought that the threads to the valve were missing. Another device was used. The procedure was completed with the implantation of one clip reducing the degenerative mitral regurgitation grade from 4+ to 2. Post procedure the patient was stable. No additional information was provided.